Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. The customer's blood glucose level was 152 mg/dl. Although the touchscreen was initially delayed in responding to presses, during troubleshooting with tandem technical support, the touchscreen responded to presses as intended. Reportedly, the customer continued to use the pump for insulin therapy.